Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleges diagnosis of afib due to not having the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged diagnosis of afib due to not having the device. Medical intervention was not specified. The manufacturer received additional information during a good faith effort attempt. The patient stated that he "can feel headaches." They also stated they were diagnosed with a-fib on (B)(6) 2023. Additionally, they had a cardiac conversion on (B)(6) 2023, and a cardiac ablation and watchman device implant on (B)(6) 2023. The patient also reported using an ozone-based disinfection device. Box b: adverse event/product problem changed from both to adverse event. The patient's email address was added to initial reporter field. Recall z number was updated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged diagnosis of afib due to not having the device. Medical intervention was not specified. After the initial report was filed, a follow-up report for MFR 2518422-2023-08891due to additional information received from the good faith effort. Box b: adverse event/product problem was changed from both to adverse event. For this follow-up report, a pms reassessment was conducted and the evaluation from the pms clinical expert has changed this report from adverse event to product problem. Box b and box h: type of reported complaint has been updated on this report. In addition, the device was received by the manufacturer 11/20/2023. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, section h11 should be updated as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleges diagnosis of afib due to not having the device. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Section h6 has been updated.